Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure a dissection occurred. The target lesion was located in the internal mammary artery (ima). The reference vessel diameter was 3.1mm and the lesion length was 25mm. Pre-procedure stenosis was 99% and post-procedure was 6% residual stenosis. No information stating if direct stenting was attempted. A 3.0x32mm liberte stent was implanted. A additional liberte monorail stent was implanted to treat a dissection. The procedure was a technical success. The patient was discharged three days later without current anginal complaints or silent ischemia. Discharge medications were asa 100mg daily/indefinitely and clopidogrel 75 mg daily/12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. This complaint is due to a known physiological effect of the procedure noted within the directions for use. (B)(4). Device not returned for analysis.